Manufacturer narrative:
Additional suspect medical device components involved: reference number: 10658155: product family: scs-linear leads, upn: (B)(4), model: sc-2158-50, serial: (B)(4), batch: 15985809. Reference number: 10658153: product family: scs-linear leads, upn: (B)(4), model: sc-2158-50, serial: (B)(4), batch: 15644424.

Event description:
A report was received that a patient no longer experienced benefit from stimulation. The patient's scs system was explanted. The patient is in stable condition following the procedure.

Manufacturer narrative:
The ipg passed the functional test and revealed no anomalies. Analysis on lead serial number (B)(4) - two cables were fractured at about 17 centimeters away from the distal end where the lead body was bent. Analysis on lead serial number (B)(4)- visual inspection of the lead revealed that all cables were completely fractured at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint.

Event description:
A report was received that a patient no longer experienced benefit from stimulation. The patient's scs system was explanted. The patient is in stable condition following the procedure.